Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user updated the count for two items on the pick and delivery report, but the changes were not reflected on the server. The user stated that the issue affected only one machine and two specific items. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this investigation, it was determined that the report was not updating. A technical support specialist (tss) connected to the device and reviewed the logs to investigate the reported issue. The customer confirmed that the required data had been received successfully and that the device was communicating normally, including both data uploads and downloads. To further analyze the findings, tss involved a pse to assist with log interpretation and solution validation. Based on the analysis, tss applied knowledge article missing transactions troubleshooting and provided the resulting data to the customer. The system functioned as intended after the technical support specialist troubleshot the device.